Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs serial number (B)(4). Of the data provided for two comparisons, only the results for one were discrepant. The nurse reported a comparison was performed between the meter and the laboratory using dade innovin. Coaguchek xs meter result was 7.7 inr at 3:32pm. Laboratory result was 10.4 inr at 3:40 pm. The doctor had held coumadin for two days based on the result of 7.7 inr. Within 30 minutes, the laboratory result was reported to the doctor and the doctor updated the treatment to include 2.5 mg of vitamin k as the result of 10.4 inr was believed to be correct. The medication was taken within two hours of the test result. The patient's testing on (B)(6) 2016 was therapeutic and the result was in range. No specific data was provided. The patient was not adversely affected. Therapeutic range is 2-3 inr. The patient had no autoimmune disease and no renal or liver insufficiency. The patient had no known antiphospholipid antibodies syndrome or known hematocrit issues. The patient did not take other thrombin inhibitors, heparin, or lovenox. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were measured and internal reference meters were used. Donor inr: 3.3 inr and 2.4 inr. Donor hct: 44% and 43%. Testing results: donor 1: master lot / customer strip and meter. 3.3 inr and 3.3 inr. Donor 2: master lot / master lot. 2.3 inr and 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred and the returned material and retention material met the specification. Relevant retention test strips (lot 121348-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.